Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Cable assembly connector pins broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported the implantable neurostimulator recharger (insr) screen was blank. The connector pin was broken and the desktop charger was damaged. The implantable neurostimulator (ins) was not charging and just discharged this weekend. The patient's indication for use was spinal pain and failed back surgery syndrome. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.